Event description:
It was report during surgery, the screw head broke during insertion of the locking screw. The screw tip threaded portion remains in the patient's body. It was also reported they plan to remove the broken piece, but the details are unknown. Information on the driver is also unknown. The surgery was completed with no delay. This report is related to report number 3025141-2023-00705 for the driver involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The 3.5mm x 16mm locking hexalobe screw (part number 30-0236-s, batch number 570046) was returned for evaluation. The returned screw was visually inspected under magnification. The returned screw measured at 1.57mm of the total 17.6mm. The screw was broken during insertion. The fracture pattern showed signs of shear force break. This is consistent with the screw being rotated with enough torque to be broken. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.